Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The ps1-2 power supply was ordered and installed by the customer's biomedical department. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.